Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study reported due to weight loss the patient's battery was now loose in the pocket. Etiology was noted as related to the device, therapy, and procedure. Patient symptoms reported were pain and uncomfortable. No action had been taken and the event was ongoing. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient lost weight due to gastric bypass surgery and as a result the battery was loose in the pocket. This gave the patient discomfort and pain. The including process for the surgery was started pre-inclusion. The outcome was resolved without sequelae. Interventions included device surgical repositioning. The etiology was noted as related to the device or therapy and not related from the procedure. The etiology was noted as related to the implantable neurostimulator (ins).